Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath showed no damage. There was damage noticed in the form of slight buckling on the mid-shaft at 4mm proximal the markerband and also at 7.5cm proximal the markerband. The tip showed no damage. The yellow thumbwheel lock was returned on the device. The pull handle was at the start position. The stent was returned in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the catheter tip and sheath became lifted and flared. The target lesion was located in the severely calcified superficial femoral artery (sfa). The bifurcation angle of the iliac was severe and there was existing calcification. A 7 x 60 x 130 innova¿ was selected for a percutaneous transluminal angioplasty (pta) procedure and advanced contralateral. The innova catheter had difficulty advancing due to the anatomy. The device was removed and it was found that the tip of the innova catheter and the edge of the catheter middle sheath were lifted up and flare shaped. It is thought that the catheter became stuck on the calcification causing the damage. The procedure was completed with a 6mm innova device successfully. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter tip and sheath became lifted and flared. The target lesion was located in the severely calcified superficial femoral artery (sfa). The bifurcation angle of the iliac was severe and there was existing calcification. A 7 x 60 x 130 innova was selected for a percutaneous transluminal angioplasty (pta) procedure and advanced contralateral. The innova catheter had difficulty advancing due to the anatomy. The device was removed and it was found that the tip of the innova catheter and the edge of the catheter middle sheath were lifted up and flare shaped. It is thought that the catheter became stuck on the calcification causing the damage. The procedure was completed with a 6mm innova device successfully. There were no patient complications reported.